Manufacturer narrative:
(B)(4). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the solution or blood administrations sets tubing was crushed. The crushed tubing was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation was completed to investigate the reported issue. Visual inspection revealed that the set¿s tubing was sealed by the packaging machine. Further visual inspection noted missing seal marks on the pouch. The cause of the malformed set was a malfunction in the manual packaging of the set where the protruding tube would get caught in the seal. The reported condition was verified. A CAPA has been opened to address this issue. A mechanism that detects the presence of tubes caught by seal is being installed on the manual packaging machines. In addition, products are undergoing 100% visual inspection during the packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.